Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has conducted further investigation relating to this issue through a CAPA where improvement opportunities have been identified and are in the process of being implemented. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation activities have been conducted through a CAPA where improvement opportunities have been identified. As a result, these improvements are being implemented to help reduce further occurrences. Root cause description: although no samples or photos were available for evaluation, a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences.

Event description:
It was reported that the bd¿ blood collection assembly with male luer lock broke off in the line during use.

Manufacturer narrative:
Additional information: bd is conducting a voluntary medical device recall for multiple lots of the bd blood collection assembly with male luer lock based on confirmed complaints of a breakage in the luer. This issue could cause the device to leak or break off and get stuck in the fistula needle port rendering the port inaccessible for dialysis. As a result, the patient would need to be re-cannulated with a new fistula needle to obtain their dialysis treatment. Please reference bd recall #: pas-19-1355-fa, associated with res82317.

Event description:
It was reported that the bd¿ blood collection assembly with male luer lock broke off in the line during use.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ blood collection assembly with male luer lock broke off in the line during use.